Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013- pfs and medical records received. Part/lot was provided. Patient was originally implanted due to a fracture. Revision notes indicated a second calcar fracture, pain, and a retroverted stem. The stem has now been reported. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. Doi: (B)(6) 2007 - dor: (B)(6) 2008 (left hip). Update - (B)(6) 2013 - pfs and medical records received. Part/lot was provided. Patient was originally implanted due to a fracture. Revision notes indicated a second calcar fracture, pain, and a retroverted stem. The stem has now been reported. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Provided patient records have been reviewed. From a medical perspective , based on the information available, it is unlikely that the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.